Manufacturer narrative:
The reported events were decreased sensing amplitude, loss of capture, dislodgement, and helix mechanism issues. As received, a complete lead was returned in one piece. The reported event of helix mechanism issues was confirmed. As received, the helix was damaged/stretched. Helix mechanism/extension length tests were unable to performed due to condition of the lead as received. The cause of helix mechanism issues was due to procedural damage to the helix. The reported events of decreased sensing amplitude and loss of capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer report number: 2017865-2022-40913. It was reported during implant procedure that the atrial lead exhibited decreased sensing amplitude, loss of capture, dislodgement, and helix rotation issues. The right ventricular exhibited decreased sensing amplitude, loss of capture, and helix rotation issues. Both leads were successfully exchanged. The patient was stable and asymptomatic.